Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840006545, 510k #k113174 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis procedure: posterior lumbar interbody fusion (plif) levels implanted: l4/5 it was reported that on an unknown date patient underwent plif surgery in which screw was implanted. Post-op, patient suffered with fever due to infection. No device breakage was observed. Debridement was performed as a revision surgery.